Event description:
It was reported that the patient was experiencing a little bit of lack of tone after the pump replacement on (B)(6) 2015, with pump ngv498992h, which was managed by dose correction. The patient was feeling much better. The concentration was 1500 micrograms per milliliter (mcg/ml) and the daily dose was 124.9 mcg/day. Additional information was requested to clarify details of the lack of tone to which it was further provided that there was no use error but rather just titrating the dose. No issues and no use error. The pump had been programmed as before and the dose was too high for the current situation. The patient was reported as a ¿bit flabby.¿ the lower dose was programmed which solved the issue. Should additional information be received a supplemental report will be filed. This device system delivered compounded baclofen. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# b0856710k, implanted: (B)(6) 2008, product type: catheter. (B)(4).